Manufacturer narrative:
Analysis performed indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup consistent with xena failure. The reset could not be reproduced. Assessment of total projected longevity was performed, and device was found to have appropriate longevity left.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker had reverted to backup vvi mode. It was advised that the pacemaker reverted to backup operation due to battery replacement indicator (eri). The pacemaker was explanted and replaced with a cardiac monitor as the physician suggested that the patient did not require the assistance of a pacemaker. The patient was stable post procedure.